Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a tooth extraction procedure, the tip of the bur broke at the point where it connects to the shaft. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a minor delay to get another bur and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the fractured part potentially failed due to overload conditions. A review of the label, #2296-101-760 revision c, indicated that the label displays an icon which equates to "do not use excessive force" using this device.

Event description:
It was reported that during a tooth extraction procedure, the tip of the bur broke at the point where it connects to the shaft. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a minor delay to get another bur and the procedure was completed successfully.